Manufacturer narrative:
(B)(4) concomitant medical products: 42521400712, articular surface (ps), 63482142; 42532007502, tibia cemented, 63580109; 42540000032, all poly patella cemented, 36524359. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00582.

Event description:
It was reported that the patient began experiencing frontal instability approximately 1 month post implantation. Subsequently, the patient was revised due to instability approximately 6.5 months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.